Event description:
It was reported via repair work order that the casters were broken and the brakes were not holding to specifications. No patient was affected and no medical intervention or clinically relevant delay in treatment was reported.